Event description:
It was reported that the device had detected 6 vt episodes and began to charge, but stopped due to impedance anomaly. The patient was defibrillated externally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.